Manufacturer narrative:
The return evaluation states that the lift tube was severed near the end of the tube where it was welded to the angle spring.

Event description:
Dealer is stating that the foot section of the semi electric bed has broken on the weld on the left side if looking at the bed.